Event description:
The sales rep, reported the following event, "during surgery, event occured with device. A bigger size used to complete surgery successfully. No adverse consequences reported."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.